Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (loss of capture) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 ultra resilia valve, the 29mm commander delivery system (ds) with the crimped valve was advanced through the 16 esheath+. Final assembly of the valve was done in the descending aorta. The system was manipulated across the arch with the flexing mechanism. Once across the aortic valve, the pusher was retracted back. Aortic injection was performed to confirm proper positioning of the valve. With rapid pacing, aortography was performed to once again confirm positioning, and the balloon was slowly inflated to deploy the valve, pacemaker loss of capture occurred and the valve dislodged proximally. The ds was used to drag the valve into the ascending aorta. The valve was post dilatated successfully anchoring it in place, but the ds balloon ruptured. The ds could not be removed from the sheath initially due to some withdrawal difficulty. The ds was eventually removed but caused a tear in the common femoral artery. Using the left femoral access, a rim catheter was placed and access obtained into the right common iliac. A versa core wire was placed and a 16 mm balloon was inflated to the right common iliac to obtain hemostasis. A cutdown was performed and hemostasis was achieved. A new 16 french sheath was placed and crossed the valve 1 more time. Edwards tavr valve deployment system was introduced into the right common femoral artery and new 29 mm edwards resilia valve was successfully deployed in the aortic annulus. The original edwards aortic valve was fixed in the distal ascending aorta and zone 0 of the aortic arch with excellent flow into the innominate artery. The right common femoral artery was surgically repaired using a patch. The left common femoral artery was perclose successfully. The left common femoral vein was kept in place. The patient was monitored in the ICU immediately after leaving the cath lab. The patient did not need blood products or vasopressor support. Echo and cta showed great flow through the aorta to the level of the bowel and unobstructed flow through all of the great vessels. The patient was neurologically intact. The patient was discharged home in good condition on post operative day (pod) 2. The patient was seen as outpatient on pod 5 where it was reported they were doing very well, ambulating, groin sites were clean dry and intact. The perceived root cause of the balloon burst is additional volume (+10cc added for a total of 43cc) or the rate of inflation when securing the valve in the ascending aorta.

Event description:
Additional information was received and the care advocate reached out to edwards and reported that the patient had a stroke at some point after the tavr procedure. It was mentioned that the valve embolized in the vicinity of the carotid artery and he has a carotid aneurysm. The valve that was blocking the ascending aortic artery was removed.

Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and the use of the edwards transcatheter heart valve (thv) devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intraprocedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication that a product malfunction contributed to these adverse events. Although the exact cause and source of the stroke cannot be determined, it is possible patient or procedural factors not provided may have caused or contributed to the event. Investigation results suggest procedural factors (loss of capture) may have caused or contributed to this embolization. The carotid aneurysm was a result of the embolized valve that likely caused a small dissection resulting with a contained aneurysm. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.